Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer spoke with tech services. The dealer put new batteries in the box and the hooked the wiring up. The battery sparked and popped the breaker in the battery box.